Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged inaccuracy issue began on an unspecified date 2 weeks prior to contacting lfs. The patient claimed obtaining a blood glucose reading of ¿230 mg/dl¿ with the subject device which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of oral medication (metformin, unspecified dose) and insulin (lantus, novolog and amaryl; unspecified dosages self-adjusted based on meter readings) and he claimed that in response to the alleged elevated reading, he followed his usual diabetes management routine and, based on the reading obtained, administered an unspecified dose of insulin. The patient advised that an unknown time after the alleged issue began, he developed ¿low blood sugar¿ and that as a result, he was taken to the emergency room (ER) where he was treated by a health care professional (hcp) with glucose and food. The patient advised during the call that an unknown time after receiving treatment from the hcp, his blood glucose was tested using the ER device and a result of ¿200 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.